Manufacturer narrative:
Correction: h11 - the reported event of separation failure was not confirmed while the reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an initial implant, a right atrial leadless (lp) pacemaker was fixated but could not separate from the catheter even after manipulation was done. It was discovered that the delivery catheter did not actually go into tether mode, and physician suspected the delivery catheter's tethers had been damaged. The lp was manually unfixated from the patient by rotating the catheter's protective sleeve. Both lp and catheter were removed from the body, where lp helix was found to be stretched. The helix was thought to be stretched during the removal process. Both lp and catheter were replaced to complete the procedure. Patient had no consequences.

Manufacturer narrative:
The reported event of separation failure was not confirmed while the reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.